Event description:
The patient programmer was unable to communicate with the deep brain stimulator. The programmer passed the self test. The stimulator had been implanted for 57 months and the battery may have been depleted. The patient had surgery to fix the problem with the system in 2009. Afterward, he was no longer having problems with the neurostimulation system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.